Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site after the ipg migrated towards the skin. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg pocket was revised to move the ipg deeper, resolving the issue.

Manufacturer narrative:
A patient experienced pain at the ipg site after the ipg migrated towards the skin was reported to abbott. As a result, the ipg pocket was revised to move the ipg deeper, resolving the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.